Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018-, explanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had a possible infection with redness, swelling, pain and drainage from the lead insertion site. It was noted that the patient had a history of infection in the past and the leads were pulled in the ER and the patient was given antibiotics. The issue was resolved at the time of the report and the patient was feeling better. No device issues reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the infection was not determined.